Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 190, 200 and 230 mg/dl. The customer stated blood glucose was running high. The customer stated that the issue began in the middle of december. Customer stated the alarm was resolved by changing the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.